Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (acc tnl) result from a single patient sample that was generated by the access 2 instrument. An initial accu tnl result was 0.53ng/ml (sample a). On the same day, a fresh sample was collected from the patient and tested for accu tnl; the result was 0.04ng/ml (sample b). The customer then retested the patient original sample (a) for accu tnl. The repeated accu tnl result was 0.06ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.